Event description:
The customer reported via phone call that they smelled insulin on the insulin pump. The customer also reported they had no delivery alarms on the insulin pump. Customer reported the alarm had been recurring for 3 months. Customer's blood glucose was unknown. The insulin pump will be replaced. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.